Manufacturer narrative:
Product complaint # (B)(4) additional information: d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Additional information provided: we disposed of the pen as it was leaking after the breach and was a sharps risk. It was a dermabond advanced. The lot number is - 10cs18 & the exp date is - 2027.11.30¿ so device is no available unfortunately. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What was done to treat the shard penetration? Was medical or surgical intervention required? Was there any special diagnostic test performed? What is the status of the surgeon injury today? Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Was the ampoule crushed repeatedly? Can you identify the lot number of the product that was used? Is the product involved in the event or a representative sample (product from the same lot number) available for evaluation? Device return status. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and topical skin adhesive was used. We wish to report a malfunction. The inner capsule penetrated the outer flexible plastic and injured the hand of the attending surgeon.¿